Event description:
It was reported that the patient was not getting adequate pain relief and that the patient was charging more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.